Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump settings confirmed the insulin on board (iob) was set to 3 hours, the insulin to carbohydrate ratio (I:c) was set to 1:15, the insulin sensitivity factor (isf) was set to 20 mg/dl, and the target blood glucose (bg) was set to 115 mg/dl. Using the patient's settings, testing of the ez-carb and ez-bg functions was performed with no errors noted in the pump's calculations. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the patient contacted animas that the pump has not been calculating boluses correctly since she started on the pump on (B)(6) 2012. The patient stated that since within a few hours of starting on the pump on (B)(6) 2012, her blood glucose (bg) has been around 400 mg/dl with thirst, nausea, and headache. The patient stated that her bgs only come down when she gives a correction injection. The patient stated that the insulin on board (iob) is incorrect. During troubleshooting, the patient programmed ezbg and ezcarb boluses and the bolus amounts and iob were showing incorrectly. The patient reportedly was on a back-up plan for insulin delivery and her bg at the time of the call to animas customer support was 217 mg/dl.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.